Event description:
A report was received that following a lead revision procedure, the patient is experiencing excruciating pain in her neck and back which are not her target pain areas. The patient went to the ER where she stayed 12 days and was released. The physician reported the patient's pain is not device related but is related to the lead revision procedure.